Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and nausea. Meter and test strips were not returned for evaluation. Products were not replaced. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer called with inquiry regarding result obtained using the true metrix meter, customer was not concerned with the result and wanted to know if 135mg/dl non-fasting was a normal test result. At the time of the call the customer reported symptoms of nausea and headache; medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of 29-jun-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.